Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a cut in the patient line of an integrated apd set w/cassette. This was identified during dwell three of four of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time of noting the event. The hp needed to get the supplies off and reset the cycler. Renal therapy services assisted the hp and advised the hp to call their pd nurse regarding the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information in h3, h6. H10: the device was received for evaluation. A visual inspection performed with the naked eye noted damage on the patient connector to tubing connection. Functional testing, including clear passage and clamp function testing, was performed with no issues noted. Leak testing observed leakage at the damaged connector to tubing location. The reported condition was verified. The cause of the patient line damage was related to manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.